Event description:
It was reported that after an initial implant, the patient did not obtain good pain relief and experienced rib stimulation. An x-ray reportedly showed both leads were positioned too lateral and too high. A device revision was performed in which one old lead was replaced with midline placement. The existing lead was pulled back to a more midline placement, and the other old lead was fully explanted because it remained completely lateral. The patient reportedly had good coverage after surgery and the issue was considered resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 02-oct-2022, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 02-oct-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.